Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned for additional evaluation and investigation. As the device was not returned for additional investigation, a definitive root cause could not be determined for the alleged issue. Internal complaint number: (B)(4).

Event description:
A clinician's office contacted technical support to report a patient with a volume discrepancy, exact volumes unknown. Volume withdrawn was more than expected and associated patient effects were not provided. Per follow-up with flowonix agent, the volume discrepancy was confirmed to be expected volume: 6 mls and aspirated volume: 20 mls. Agent stated that the patient reported feeling nauseous about a month ago, but patient allegedly was not sure if the symptoms were related to the pump. A few weeks later, a dye study was performed and catheter was confirmed to be patent. Soon after, agent contacted technical support to report that the pump had been replaced. Pump was discarded.